Event description:
Boston scientific crm received info that this dextrus lead was exhibiting high thresholds and intermittent capture. A revision procedure was performed and the lead was explanted. No adverse pt effects were reported.